Event description:
Add'l info rec'd from MFR 8/5/05: this report was a general product report where criticare did not have info on any particular unit. The alaris model 4410 and 4415 monitors referenced in this report were provided to alaris on an aem basis as a finished product. Until recently, alaris handled all sales and customer support interaction. Somewhere between csi and the customer, the info concerning what changes were made in nibp software were miscommunicated. Csi has no current or previous versions of nibp software which use previous readings or data to calculate new nibp values. The equivalent csi monitor always had two operating modes (continous monitoring versus spot checking) which were user selectable: since criticare did not have a specific device to evaluate, the conclusion of investigation into the reported issue found a possible miscommunication between the distributor and end user, units not being consistently processed for routine maintenance at the user site, and usage of inappropriate size bp cuffs for some patients. Devices were tested at the customer site to verify operational performance and are currently in use at the customer site. No devices were or have been returned to csi. Lead-acid batteries are specified for 400 charge / discharge cycles and generally last one to four years in the field depending upon the usage pattern of the monitor. Battery life is not expected to be a factor in this report. Nibp pumps and cuffs are tested for 10,000 cycles with normal operation at the conclusion of the test. Actual field usage patterns of the cuff determine life. Which can range from one to five years. Pump replacements were not a contributing factor in this report.

Event description:
Alaris 4410 mfg by criticare was programmed with an algorithm that caused it to retain the info from previous pts. Caused incorrect readings. Co did software revision in feb/march of 2004. The alaris 4410, 4410c and 4415 have continued to require repair. Rptr has not been able to find a recall/alert by this co on the software revisions that were required for their machines. Other users may not be aware of the problem.